Event description:
It was reported that dislodgement was confirmed on a right ventricular (rv) lead via diagnostic imaging. The rv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.